Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 08/06/2014 with the following findings: the keypad cover was found to be intact and free of damage. Moisture was evident behind the display lens. Evaluation revealed that all of the keypad buttons were properly responsive; the initial complaint of a tactile change issue was not duplicated. The keypad cover was removed and no evidence of contamination was observed under any of the key contacts. The pump failed a leak test due to a cracked pump case. The pump case was removed and evidence of moisture ingress was observed on internal keypad components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.